Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller reported they were in the operating room replacing an ins attached to a lead and the top row of the electrodes were lining up and working. However, the bottom row was a little stuck when removing it from the old neurostimulator and now, when connected to new neurostimulator, only 4 of 8 contacts were green. Agent suggesting switching the lead tails in the ports of the neurostimulator and caller then indicated only 2 of the contacts were 'out'. Agent also suggested rotating the lead in the port to see if that changes the impedances. Agent reviewed that it was unknown, even if the impedances all come in range, if the impedances will stay in range depending on the lead was rotated in the port. Agent reviewed if everything was left as is, they may not be able to program on the out of range contacts. Caller didn't request any further assistance. They got 15/16 of the contacts to work. The other they couldn't get to work, so they locked the leads into the ipg, and rep programmed around the impedance.

Manufacturer narrative:
Continuation of d10: product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2017: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 29-jun-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the implantable neurostimulator (ins) was just end of service/needed a new battery, no complaints. High impedance was caused by the distal electrode not sitting in the battery head correctly due to a slight bend. Issue has been resolved.